Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account stated the cell-dyn emerald 22 al did not read some sample barcodes properly. The account stated that when some barcodes were read, it did not read them correctly and showed "no patient ID" in their ams. This happened for approximately 4 specimens out of 30 total. Examples provided: cd emerald read: wr478899 but should have been wh478899. Cd emerald read: wh4s7837 but should have been wh477837. The account stated the same sample tubes that did not read properly were processed on another cell-dyn emerald which read the barcodes properly. The samples were read using the auto-loader. The account uses barcode type code 39 without check digit. The analyzers are connected to lis/middleware ams and receive orders from the ams. The account stated the analyzers were just put into use/went live the day before. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
A review of all service and complaint tickets associated with the cell-dyn emerald 22 al and a review of complaint trends for the list number was performed. The review did not identify any adverse trends and the complaint activity was normal for the lot. Additionally, labeling was reviewed and adequately addressed the issue under review. No product deficiency was identified.